Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the implantable cardioverter defibrillator had premature battery depletion. No known intervention took place to address this issue. The patient was stable.

Manufacturer narrative:
Analysis was completed. Electrical testing revealed that the premature depletion was caused by high current draw in the hybrid. The cause of the high input current was found to be a hybrid anomaly.

Event description:
New information received indicated the implantable cardioverter defibrillator was explanted and replaced. The patient condition following the procedure was unknown.

Event description:
New information received indicated the patient was stable before, during and following the procedure.